Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port observed to be damaged resulting in the pump battery being unable to charge. The customer's blood glucose level was 153 mg/dl. At the time of the call with tandem technical support the customer did not have an alternate method for insulin therapy. Reportedly, the customer reached out to a health care provider to obtain an alternate method for insulin therapy.